Event description:
It was reported by service report that the cot became loose inside the rig during transportation. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Incorrect procedure: service tech noted head section was not locked into place in extended position by operator.